Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a low glucose event while active at work, with a lowest cgm value of 60 mg/dl for approximately 30 minutes; the patient treated with oral carbohydrates (candy bar), turned off the pump to silence alarms during a presentation, and later requested an additional charger to enable timely pump reactivation, with glucose in range at 120 mg/dl at the time of the call. Symptoms included hypoglycemia. Outcomes included the need for medication intervention in the form of oral glucose. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed insufficient information regarding any device problem or component involvement and no specific findings. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.